Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber was broken or burnt out. The procedure was completed using another fiber. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this fiber was thoroughly analyzed. Visual inspection did not find visible defects on the fiber body. The control knob is attached and aligned with the fiber and can rotate the fiber. The connector cone, segments, and tabs appear in good condition and secured. The hene (helium-neon) test found no breaks along the fiber length. Upon microscopic inspection, it was identified that the glass cap exhibited a distal circumferential fracture. Therefore, the reported event was confirmed. Additionally, the glass cap exhibited heavy devitrification at output window. Please note that fiber tip devitrification is normal degradation of the fiber which occurs through use of the fiber. It is caused by heat accumulation at the fiber tip causing the glass at the firing window to crystalize. The fiber metal cap exhibits sever debris adhesion on its surface, indicative of prolong tissue contact. In addition, the forward firing test for this device resulted in an output which is below the threshold for potential patient harm.

Event description:
It was reported that the fiber was broken or burnt out. The procedure was completed using another fiber. There were no patient complications reported.